Event description:
The customer reported that the silicone segment ballooned and leaked at the upper fitment area during patient use. There was fluid found inside the device.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.